Event description:
A surgeon reported that three days after intraocular lens (iol) implantation, the iol had tilted within the capsular bag. The pt was returned to surgery to reposition the iol. The pt has not experienced any further problems with the lens.